Event description:
It was reported that a 63-year-old male patient (91 kg) underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis and prolonged hospitalization. The patient suffered a cardiac tamponade. They had epicardial access, mapped but did not ablate. They ablated in the normal fashion in the left ventricle (lv) endocardium. When the procedure finished the patient was stable and moved to the recovery room. About an hour later the patient became unstable with a low blood pressure (systolic in the 50's). A transthoracic echo was performed and a cardiac tamponade was discovered. The patient was taken back to the cardiac catheterization lab and a pericardiocentesis was performed. An unknown amount of fluid was removed and unknown if the drainage tube was left in place or removed. The patient was stabilized and stayed overnight in the intensive care unit (ICU). The physician¿s opinion on the cause of this adverse event is that it was patient condition related. The patient outcome of the adverse event was reported as improved. The patient required extended hospitalization because of the adverse event. The patient remained in the ICU an additional 3 days (continued to reaccumulate fluid around his heart) and scheduled to be discharged on (B)(6) 2022. Relevant tests/laboratory data provided included, prothrombin time (pt) = 12.3, international normalized ratio (inr) = 1.1, platelets 196 and hemoglobin and hematocrit normal. Other relevant history: normal heart with preexisting implantable cardioverter defibrillators (ICD) for nonischemic vt. A smartablate generator was used during the case. Prior to noting the cardiac tamponade ablation was already performed. There was no evidence of a steam pop. Irrigated catheter was used in the event and the flow setting was set for thermocool® smart touch® sf ablation catheters properly to 8 cc < 30w and 15 cc over 30w. The correct catheter settings were selected on the smartablate generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector & visitag with the visitag module parameters for stability set at range: 2.5 mm, time: 3 seconds, force over time (fot) of 25% at 3g with respiratory gating applied and a color options used prospectively was time.

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).